Manufacturer narrative:
A root cause could not be determined. A comparison study was performed and the results showed a better comparison.

Event description:
The customer alleged they received questionable parathyroid hormone (pth) results on their e-module. The customer provided data for ten patients, two of which had discrepant results. The customer stated all the discrepant results were reported outside the laboratory. The customer repeated the patient samples on the original e- module, another e-module (e-mod), and an e601 analyzer. The customer stated different aliquots of the sample were run on each analyzer. The first patient's initial pth result was 44.28 pg/ml. The repeat result from the original e-module was 43.39 pg/ml. The repeat result from the e-mod was 25.89 pg/ml. The repeat result from the e601 analyzer was 26.7 pg/ml. The second patient's initial pth result was 59.41 pg/ml. The repeat result from the original e-module was 66 pg/ml. The repeat result from the e-mod was 46.78 pg/ml. The repeat result from the e601 analyzer was 51.81 pg/ml. The patients were not adversely affected by this event. The pth reagent lot number was 171868 and the expiration date was 07/30/2014. The investigation was able to exclude a general calibration issue.

Manufacturer narrative:
This event occurred in (B)(6).